Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age for the patients represented in the article is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac troponin t in patients with cardiac implantable electronic devices undergoing magnetic resonance imaging. J. Intervent. Card. Electrophysiol. 2016;45(1):91-97. Concomitant: implantable pulse generator (ipg).

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic devices and patients undergoing magnetic resonance imaging (MRI). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article did report that this patient had a "significant" change in lead threshold after having the MRI. The status of the lead is unknown and it is unknown if the threshold returned to normal as the patient has received care elsewhere. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.